Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement was performed without issue in a common femoral artery with a proglide device using the pre-close technique prior to a heart occluder interventional procedure. Reportedly, when attempting to close the puncture site by advancing the knot, the knot could not be locked to stop the bleeding at the puncture site. A femostop femoral compression device was used to achieve hemostasis. The patient developed a hematoma at the puncture site but is doing well now. There was a delay in the procedure due to the use of the femostop device. The physician is in-training in the use of the proglide device and in-training in the pre-close technique. No additional information was provided.